Event description:
Boston scientific crm received information that this lead was explanted due to conduction. It was indicated that one of the leads was fractured, however, the lead could not be identified. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.